Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited high power consumption. Moreover, an engineering analysis determined that this device power consumption was increasing over the past year and is expected to continue to increase. A device replacement was then suggested. To date, the device remains in service. No adverse patient effects were reported.